Event description:
It was reported that this right atrial lead was attempted implant due to placement difficulties related to screw on lead failing to attach to tissue. The lead was replaced for a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation was completed. This lead was subjected to continuity test. Lead met specifications. Product investigation provides additional information. This is a suplemental report generated to inform that the event is no longer reportable.

Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided. Device evaluation not yet finished.

Event description:
It was reported that this right atrial lead was attempted implant due to placement difficulties related to screw on lead failing to attach to tissue. The lead was replaced for a new one. No additional adverse patient effects were reported.